Event description:
It was reported that the pt's knee was revised due to pain.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. Eval summary - no devices, photos, pt factor info, surgical notes or x-rays were received. Pain can be influenced by many factors. These factors include, but are not limited to, pt weight, pt activity, bone quality, implant size, surgical technique, and rehabilitation program. A definitive root cause cannot be determined with the info provided. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.